Event description:
It was reported that a lead integrity alert (lia) had triggered on the right ventricular (rv) lead for low impedance paces. It was decided to monitor the lead monthly and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4592 implantable pacing lead, (B)(6) 2006. (B)(4).